Event description:
The customer reported that the reservoir o-rings were not placed properly and there is a leakage.

Manufacturer narrative:
Inspected one opened reservoir and found the o-ring out of its groove and the second o-ring was missing. Leakage will occur.